Event description:
As reported by the field clinical specialist (fcs), during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 ultra resilia valve, after the valve was successfully implanted, the 16fr esheath+ was noted to be torn at the top of the esheath+ upon being removed from the patient. There was no patient complications noted. Additional information was received indicating that there did appear to be slight resistance when the delivery system was advanced through the top of the esheath+. Imagery of the esheath+ was provided for evaluation. Per imagery review, the distal tip was torn radially. The distal tip was opened along the axial score liner. The liner was bunched at the distal end but otherwise expanded as designed. The portion of the distal liner was torn.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. Per review of the device imagery, the distal tip was torn radially. The distal tip was opened along the axial score liner. The liner was bunched at the distal end but otherwise expanded as designed. The portion of the distal liner was torn. Per review of the patient anatomy imagery, the patient's access vessels had presence of tortuosity and calcification. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the torn esheath+ distal tip and the difficulty advancing the delivery system with valve through the esheath+ were confirmed based on the device imagery provided. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the tip scoring process and/or by the manufacturing process. Additionally, patient factors such as challenging anatomy, which was observed on the patient anatomy imagery provided, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause was unable to be determined at this time. Regarding the torn esheath+ liner, through extensive complaint investigations, sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. In this case, the torn esheath+ liner was confirmed based on the evaluation of the device imagery provided. The available information suggests patient factors (calcification and tortuosity) likely contributed to the event as the patient factors were confirmed via the patient anatomy imagery provided. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system. Vessel tortuosity can create suboptimal angles during delivery system or balloon catheter advancement/retrieval through the sheath. Non-coaxial alignment can cause the delivery system or balloon catheter to catch onto the sheath liner and tear it upon advancement/retrieval. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.